Event description:
The pt reported that pt used the suspect device to check blood glucose and pt obtained a result of 356mg/dl. Pt then took 20 units of nph insulin. Pt was taken to the ER for hypoglycemia approx two hours later. The hosp said pt's blood glucose was 36mg/dl and they treated pt's with a glucose IV. The pt did not have glucose control solutions to run on the suspect device system. The suspect device was replaced with new product and authorized for return to the MFR for eval.